Manufacturer narrative:
The returned valve was crimped on the inflation balloon of 29mm commander delivery system. The returned devices were visually inspected. When still crimped, multiple struts were bent (flared) outwardly at outflow. One (1) strut was exposed through skirt, and it was normal after crimped and used. Post expansion by engineering, no bent struts were observed since the bent struts at were self-corrected at outflow after expanded. The frame was distorted/canted. The struts remained exposed through skirt, it was normal after crimped and used. The leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. Imagery was provided and the right access vessel and anatomy of patient had presence of tortuosity. No functional testing or dimensional inspection was able to be performed due to device return condition (frame distorted/canted). The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. IFU commander delivery system with s3/s3u thv, edwards sapien 3 transcatheter heart valve with the edwards commander system - device preparation manual, and edwards sapien 3 transcatheter heart valve with the edwards commander system - procedural training manual were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from november 2020 - october 2021 for the sapien 3 (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, there were no factors applicable to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. The complaint was confirmed through device evaluation. No potential manufacturing non-conformance were identified. Review of the DHR, lot history review, complaint history review did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per complaint description, ''the outflow of the s3 appeared flared and could not be retracted into the esheath. It was hypothesized to have happened during partial inflation. The decision was made to attempt to remove the s3, the commander and the esheath together. The outflow of the esheath became caught on the arteriotomy and could not be removed. A surgical cut down was performed and the system was removed over a lunderquist wire ''. In this case, the crimped valve was partially inflated due to balloon rupture, and it resulted bent (flared) struts at outflow. As such, available information suggests that procedural factors (inflation balloon rupture during thv deployment) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2021- 05882. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, the 29mm sapien 3 valve was inserted through right cfa on commander through the 16f esheath. When fine alignment was performed in the straightest section of the thoracic aorta, the distal valve marker stopped approximately 3 mm from inflow of the 29mm sapien 3. The system was reset and fine alignment appeared successful. After crossing the annulus over the safari wire, and the flex catheter was retracted above the middle marker, the 3 mm gap between the inflow and the distal valve marker was present again. The device was reset several times. Each time the flex catheter was retracted above the middle marker, the 3 mm gap appeared again. The team decided to deploy the s3 at this point. When the team inflated the balloon, the valve did not deploy indicating a balloon rupture. The commander was unflexed and retracted into the thoracic aorta and attempted to be retracted into the esheath. The outflow of the s3 appeared flared and could not be retracted into the esheath. It was hypothesized to have happened during partial inflation. The decision was made to attempt to remove the s3, the commander and the esheath together. The outflow of the esheath became caught on the arteriotomy and could not be removed. A surgical cut down was performed and the system was removed over a lunderquist wire. A second 16 f esheath was prepared to specifications and inserted. After re-crossing the aortic annulus, the 29 mm s3 was prepared to specification on commander delivery system and was aligned and deployed across annulus over lunderquist wire for a 70/30 aortic/ventricular placement. Aortography demonstrated no pvl or central ai. Hemodynamics were stable with well-defined dicrotic notch. The commander system and esheath were removed and a gore graft was placed to repair the access site. The patient was stable post-procedure and sent to recovery. The original system that was removed from the patient is being retained by the hospital for inspection and edwards will be notified when it can be retrieved. There appeared to be mild to moderate tortuosity in the aorta. The patient's mld was 9.6mm.